Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus hong kong checked the subject device but could not duplicate the reported phenomenon. However it was found that there was a cut on the camera cable of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc presumed there was the possibility this phenomenon was attributed to the video communication failure between the subject device and video processor due to the camera cable damage of the subject device. The camera cable damage might have occurred by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared occasionally during the unspecified diagnostic procedure. There was no patient injury associated with this report.